Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. Additional information received: the surgeon stated that he never had issue with flex 60 ever, without and with use of seamguard throughout career. He estimates he had 300+ firings with our staple line reinforcement material. It was not thick tissue or jammed in crotch. The last occurrence happened 3rd to last firing. He was able excise most and suture. All patients doing well. The surgeon stated that he knew at 1/3 mark there was a problem and stopped. His technique: start perpendicular 2 cm from pylorus, black reload, then assesses tissue for thickness in subsequent firings. Typically uses 8-10 reloads per sleeve. Most frequently the problem occurred 3rd to last firing. Have not had issue in bypass procedures. Patients were very high bmi and revision patients. All have been not that thick stomachs, all routine, maybe thinner. All issues been on blue reloads. Once out of antrum, left ribcage used to articulate. Always at a full articulation. The surgeon stated that he¿s been using buttress since 2002. On sleeves he uses buttress on all firing 95+ of time. After inserting device through trocar, can take up to 2-3 minutes before firing due to manipulation. Always fire device with the anvil down.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the buttressing folded up as stapler fired on last firing and they had an incomplete staple line. Stomach contents were spilling into the abdomen. They used another reload and oversewed to complete the case. The surgeon kept the patient an extra day to observe, but the patient did great. Other than staying for an extra day, all else was normal.